Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving a heater bag not detected alarm and was able to complete treatment. The fluid did not get into the cycler. The fluid leak occurred at the end of treatment while the patient was removing supplies. The cause of the leak was forceful removal of the cassette from the cycler. The patient will continue the use of their cycler. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: b5 upon evaluation of the additional information, it was determined that the event reported on 8030665-2020-00315 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction as the event occurred during setup prior to treatment. There will be no further updates on 8030665-2020-00315.

Event description:
Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was setting up the cycler and had difficulty placing the cassette into the cassette holder of the cycler before closing the cassette door. The pdrn stated the patient noticed some fluid around the cassette door at some stage during set up and went to open the cassette door to remove the cassette. At this point, the cassette tore when removing from the cassette holder. The patient wiped down the cassette area after using the last cassette from that box. The patient used another cassette from a new box and was able to complete treatment that evening after resetting up with new supplies without further issue. The pdrn confirmed the issue has been resolved and the patient has resumed treatment on the cycler with no further issues and there were no adverse events reported and no medical intervention. The pdrn stated the patient discarded the cassette and pd solution bag used on the night of the reported event.